Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported it didn't switch the lever completely; so the ventilation didn't work; sometimes. There was no report of patient involvement.